Event description:
Customer reported that the patient had pip joint fixation surgery with the use of smart toe implants on (B)(6) 2014. As per the customer the x-rays made on (B)(6) 2015, the implant was looking ok, however when the patient visit the doctor for a newxt consultation on (B)(6) 2015 she was reporting the pain in the joint and surgeon noticed swelling, where the pip joint arthrodesis was performed and the surgeon noticed that the implant is broken in its distal part. According to the customer, the patient is currently undergoing rehabilitation and if symptoms will continue to appear, revision surgery is planned.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown smart toe implant. Device is not available as it remains implanted. If additional information becomes available it will be provided on a supplemental report.